Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the right atrial lead was positioned with good electrical parameters. The lead was tested through pacing system analyzer and exhibited noise. The lead was removed and flushed with saline. The helix was tested and no anomalies were noted. The lead was attempted to be implanted again but continued to exhibit noise. The lead was not used and replaced successfully. The patient was in stable condition.